Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), crohn's disease ('gastrointestinal or digestive system condition type: crohn's disease') and genital haemorrhage ('abnormal bleeding (general)') in a 23-year-old female patient who had essure (batch no. B94871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genitourinary chlamydia infection, heart disease, unspecified and varicella zoster virus infection. Previously administered products included for an unreported indication: ibuprofen, promethazine hcl, valium hydrocodone acetaminophen, tromethamine, phenergan, ketorolac and hydrocodone acetaminophen. Concurrent conditions included mood change, endometriosis, chronic pain, arthralgia, myalgia, libido decreased, dyspareunia, blood testosterone abnormal, hyperlipidemia, overweight, oligomenorrhea, adenomyosis, dysuria, uti, cystoscopy and endometriosis ablation. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, medroxyprogesterone acetate (depo provera), metformin, sertraline hydrochloride (zoloft), spironolactone and sulfasalazine. On (B)(6) 2014 the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 days after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced polycystic ovaries ("hormonal changes describe: pcos") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced crohn's disease (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines / headache") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced acne cystic ("rashes or skin conditions type: cystic acne"). In (B)(6) 2016, the patient experienced epistaxis ("nose bleeding"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems - type: blurry vision"). In (B)(6) 2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with adapalene, benzalkonium chloride;sodium chloride (alive), ibuprofen, metformin (metformine) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, fibromyalgia, polycystic ovaries, acne cystic, weight increased and epistaxis had resolved, the crohn's disease, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, allergy to metals, dyspareunia, female sexual dysfunction, vaginal discharge, alopecia and vision blurred outcome was unknown and the anxiety, depression, migraine and fatigue was resolving. The reporter considered abdominal pain lower, acne cystic, allergy to metals, alopecia, anxiety, crohn's disease, depression, dysmenorrhoea, dyspareunia, epistaxis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Pathology test on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes and essure devices, hysterectomy and salpingectomy: mild chronic cervicitis. Proliferative endometrium. Two intact essure devices located in the right and left fallopian tubes. Bilateral fallopian tubes with congestion. No evidence of dysplasia, hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pain, dyspareunia, pelvic pain, fibromyalgia, crohn's disease, cystic acne, polycystic ovarian syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs received: new events added: dyspareunia (painful sexual intercourse), abnormal bleeding (general) and treatment drugs were added. Headache event deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and crohn's disease ("gastrointestinal or digestive system condition type: crohn's disease") in a (B)(6) year-old female patient who had essure (batch no. B94871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genitourinary chlamydia infection, heart disease, unspecified and varicella zoster virus infection. Previously administered products included for an unreported indication: ibuprofen, promethazine hcl, valium hydrocodone acetaminophen, tromethamine, phenergan, ketorolac and hydrocodone acetaminophen. Concurrent conditions included mood change, endometriosis, chronic pain, arthralgia, myalgia, libido decreased, dyspareunia, blood testosterone abnormal, hyperlipidemia, overweight, oligomenorrhea, adenomyosis, dysuria, uti, cystoscopy and endometriosis ablation. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, medroxyprogesterone acetate (depo provera), metformin, sertraline hydrochloride (zoloft), spironolactone and sulfasalazine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced polycystic ovaries ("hormonal changes describe: pcos") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2015, the patient experienced crohn's disease (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced acne cystic ("rashes or skin conditions type: cystic acne"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems - type: blurry vision") and epistaxis ("abnormal bleeding(general) - nose bleeding"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomies). At the time of the report, the pelvic pain, fibromyalgia, polycystic ovaries, acne cystic, dysmenorrhoea, weight increased and epistaxis had resolved, the crohn's disease, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, headache, vaginal discharge, alopecia, vision blurred and abdominal pain lower outcome was unknown and the anxiety, depression, migraine and fatigue was resolving. The reporter considered abdominal pain lower, acne cystic, allergy to metals, alopecia, anxiety, crohn's disease, depression, dysmenorrhoea, epistaxis, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: trailing coils: left: 3-4 right: 3-4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes and essure devices, hysterectomy and salpingectomy: mild chronic cervicitis. Proliferative endometrium. Two intact essure devices located in the right and left fallopian tubes. Bilateral fallopian tubes with congestion. No evidence of dysplasia, hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pain, dyspareunia, pelvic pain, fibromyalgia, crohn's disease, cystic acne, polycystic ovarian syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs & mr received: lot no. Added. New events - hormonal changes describe: pcos, abnormal bleeding (general)- nose bleeding , abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety/depression, autoimmune disorder type of disorder: fibromyalgia, rashes or skin conditions type: cystic acne, migraines / headaches, nickel allergy, dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems, fatigue, weight gain/loss specify which one: weight gain, gastrointestinal or digestive system condition type: crohn's disease, hair loss, lower abdominal pain were added. Reporter¿s information, patient demography, medical history, concomitant condition, historical drug, concomitant drugs, lab data were added. Severity of event dyspareunia was updated to severe. Outcome of event pelvic pain, cramping, weight gain, pcos, fibromyalgia, cystic acne updated to recovered/resolved and outcome of anxiety, depression, migraines, fatigue updates as recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and crohn's disease ('gastrointestinal or digestive system condition type: crohn's disease') in a 23-year-old female patient who had essure (batch no. B94871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genitourinary chlamydia infection, heart disease, unspecified and varicella zoster virus infection. Previously administered products included for an unreported indication: ibuprofen, promethazine hcl, valium hydrocodone acetaminophen, tromethamine, phenergan, ketorolac and hydrocodone acetaminophen. Concurrent conditions included mood change, endometriosis, chronic pain, arthralgia, myalgia, libido decreased, dyspareunia, blood testosterone abnormal, hyperlipidemia, overweight, oligomenorrhea, adenomyosis, dysuria, uti, cystoscopy and endometriosis ablation. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, medroxyprogesterone acetate (depo provera), metformin, sertraline hydrochloride (zoloft), spironolactone and sulfasalazine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced polycystic ovaries ("hormonal changes describe: pcos") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2015, the patient experienced crohn's disease (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced acne cystic ("rashes or skin conditions type: cystic acne"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems - type: blurry vision") and epistaxis ("abnormal bleeding(general) - nose bleeding"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomies). At the time of the report, the pelvic pain, fibromyalgia, polycystic ovaries, acne cystic, dysmenorrhoea, weight increased and epistaxis had resolved, the crohn's disease, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, headache, vaginal discharge, alopecia, vision blurred and abdominal pain lower outcome was unknown and the anxiety, depression, migraine and fatigue was resolving. The reporter considered abdominal pain lower, acne cystic, allergy to metals, alopecia, anxiety, crohn's disease, depression, dysmenorrhoea, epistaxis, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: trailing coils: left: 3-4 right: 3-4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes and essure devices, hysterectomy and salpingectomy: mild chronic cervicitis. Proliferative endometrium. Two intact essure devices located in the right and left fallopian tubes. Bilateral fallopian tubes with congestion. No evidence of dysplasia, hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pain, dyspareunia, pelvic pain, fibromyalgia, crohn's disease, cystic acne, polycystic ovarian syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.